Event description:
It was reported approximately 20 minutes post deployment of a 6f angio-seal sts plus device, the pt complained of pain in their right leg. A duplex ultrasound was performed with a follow-up run-off revealing a total occlusion in the common femoral artery. The pt was sent to surgery for removal of the anchor and collagen; additionally a graft was required. It was reported the pt was recovering satisfactorily. It should be noted the surgical report stated an intimal flap was present near the location of occlusion. Upon review of the initial femoral angiogram by the st. Jude medical representative, the arteriotomy appeared to be in the common femoral artery with the vessel being approximately 5.0 mm in diameter. Continuing to review the film, it was not conclusive that the arteriotomy was above the bifurcation of the superficial femoral and profunda femoris arteris due to the superficial femoral artery and profunda possibly being overlapped in the rao view. An lao view was never taken and may have better determined the true bifurcation location. Although the initial rao view at the time of deployment would be sufficient by most deployers, the sjm representative cautioned the deployers in this lab that additional caution should be exercised in confirming the true location of the arteriotomy and if in doubt, take an lao view or refrain from deploying an angio-seal device. Additional information received stated a vasoseal had been deployed in pt 30 days prior to the angio-seal. This was the pt's 4th procedure via the right femoral artery. Although the vessel appeared smooth during fluoroscopy, the surgical report stated that plaque was present in the specimen that was sent to pathology. The technologist who deployed the angio-seal device was certified for the 6f angio-seal sts plus device. The cardiologist stated at the time of deployment nothing irregular was noted; and he had, upon access, accidentally punctured the vein.